Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead triggered the lead safety switch (lss) due to high pacing impedance measurements greater than 2,000 ohms. Intrinsic sensing amplitudes had also decreased to an unacceptable value. A revision procedure was performed and the rv lead was surgically abandoned. The lead was not tested with the pacing system analyzer (psa) prior to being revised. There was no physical damage confirmed via x-ray imaging or fluoroscopy. A new rv lead was successfully implanted. The device remains in service with the new lead. No additional adverse patient effects were reported.